Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up with intermittent ventricular undersensing. Review of the episodes revealed presence of non-sustained rv oversensing. Pseudo pseudofusion was responsible for the undersensing. Programming changes were suggested. Further actions will be discussed with the physician. The patient was stable throughout the check.